Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensed noise and an inappropriate shock. Technical services (ts) was contacted and recommended follow up to attempt to recreate the noise. This s-ICD remains in service. No additional adverse patient effects were reported.